Event description:
On 25th november 2025, rayner received notification from its russian distributor of an event that occurred during use of a rayone toric rao610t. The event description provided states that the iol got stuck in the injector and injection could not be completed within the original surgery session as no back-up product was available. The patient was left aphakic.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the lens got stuck in the injector during use. The iol could not be implanted and as no back-up lens was available at the time of surgery the patient was left aphakic and therefore experienced visual discomfort. The patient underwent an additional surgery several days later and an iol was implanted successfully. The device was not available for return. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. The additional information received identifies that the surgeon experienced resistance from the very beginning of injection. The rayone IFU "use of rayone" section "fig 7" states "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". Our review of production records for the rayone toric rao610t batch 074246774 showed that all manufacturing and quality checks were conducted successfully. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone toric rao610t batch 074246774. The cause of the lens becoming trapped in the injector is not known.